Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited a signal artifact monitor (sam) episode and mv sensors were disabled due to noise. There is no evidence of out-of-range lead impedance measurements, and the daily measurements are stable. A request was made to have data from this device analyzed. Data analysis identified over-sensing due to presence of a fast rhythm on the atrial channel. Rhythmcare provided recommendations for programming changes. The device remains implanted. No adverse patient effects were reported.